Event description:
It was reported that the suture securing the generator to the chest wall had loosened. Surgery was performed to reattach the generator to the chest wall. No other relevant information has been received to date.

Event description:
The doctor indicated the generator migration was caused by the patient's excessive activity. There was no trauma to the device area. Surgery was performed for patient comfort and not to preclude serious injury.